Event description:
The hospital biomed reported the m4735a defibrittator did not pass the energy output test. When set to 100 joules, 150 joules of energy were delivered. There was no patient involvement as this occurred during routine testing.